Event description:
The user facility reported that during a patient procedure their 4085 surgical table began emitting smoke. The procedure continued and was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found that the table column cover was bent and there was evidence of fluid intrusion within the base of the table. The bent column cover allowed fluid to enter the base of the table onto the electrical components resulting in the reported event. The table is not under steris service agreement for maintenance activities; the user facility's third-party service provider is responsible for all maintenance activities. The 4085 surgical table is designed to meet ipx4 fluid ingress standards, and the normal fit of the covers, along with the rtv sealant that is applied, will prevent fluid intrusion. The technician made the necessary repairs, tested the table, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.